Event description:
Pt underwent a double valve replacement, a tricuspid annuloplasty and an abdominal aorta replacement. During surgery, it was reported that blood leaking was evidenced all along the graft at main branch. The graft was replaced by another graft. It was also reported that the procedure was prolonged by 3 hours.

Manufacturer narrative:
All info contained in this report was provided by the MFR. Results: a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of products coated on the same day as the complainant device indicated values within product specs. Method: one product coated the same period, under the same conditions as the complaint device underwent water permeability testing. Test results indicated value well within product specs. No conclusion can be drawn until the complaint device eval is completed. A follow-up reported will be submitted within 30 days upon receipt of any relevant info.